Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he has experienced fluctuating high and low blood glucose of 32 mg/dl to 398 mg/dl and had to go to the emergency room. Customer does not recall any significant events leading to the error, except to state that he didn't take all of the insulin that he was supposed to. Troubleshooting assisted customer with vibration feature on pump but customer declined any further troubleshooting. No further information was given.